Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Small piece of plastic and a tiny metal pin appeared in mouth whilst cleaning teeth- oral-b brush head [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 06-mar-2017 that while brushing his teeth with an oral-b rechargeable toothbrush, version unknown, a small piece of plastic and a tiny metal pin from the oral-b brushhead, version unknown appeared in his mouth. He reported he had the pieces and the brush head, and would like to send them to the company. No symptoms developed.

Manufacturer narrative:
On 05-apr-2017, product investigation results: the reporter returned 1 toothbrush head on 14-mar-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Small piece of plastic and a tiny metal pin appeared in mouth whilst cleaning teeth- oral-b brush head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6)-2017 that while brushing his teeth with an oral-b rechargeable toothbrush, version unknown, a small piece of plastic and a tiny metal pin from the oral-b brushhead, version unknown appeared in his mouth. He reported he had the pieces and the brush head, and would like to send them to the company. No symptoms developed.